Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not logging data despite being in use. Reportedly, high blood glucose alerts were not displayed in the pump history. Review of the pump data logs confirmed that the data had been recorded by the pump, however, the customer maintained that the data did not appear in the pump history. Blood glucose level was 333 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.